Manufacturer narrative:
Citation: mangieri a et al. Balloon vs self-expandable valve for the treatment of bicuspid aortic valve stenosis: insights from the beat international collaborative registry. Journal of the american college of cardiology. 2018 sep;72(13):b168. Doi: 10.1016/j.jacc.2018.08.1578. Published online september 24, 2018. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the performance and outcomes of new generation self-expandable and balloon-expandable transcatheter valves in patients with bicuspid aortic valves. All data were collected from six centers. The study population included 223 patients. Of those, 50 were implanted with medtronic evolut r transcatheter bioprosthetic valves. No serial numbers were provided. Among all evolut r patients, an undisclosed number of deaths occurred within 30-days of the procedure. No further details were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all evolut r patients, adverse events included: post-procedural permanent pacemaker implantation, unspecified neurological events, more than mild paravalvular leak, and rehospitalization for unknown reasons. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.